Event description:
It was reported that the filter's pro top popped off after the air was expelled from syringe, then blood was leaking through the filter. The event occurred during removal and end of therapy at the hospital. There were no patient harms or adverse events reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.